Event description:
Event was reported to caldera medical by an attorney. Legal complaint states that patient suffered excoriating pain in her pelvic area, altered sex due to dyspareunia, loss of employment, and constant recurrence urinary tract infections.